Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter the tube was unable to be filled completely. The following information was provided by the initial reporter and translated to english. The customer stated: "there was a problem of aspiration with the holder system / blue connector on the dialysis catheter. Blood aspiration did not occur. After changing the tube holder, the aspiration still did not happen. Once the adapter was changed, the aspiration was complete.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-28. Investigation summary: bd received a sample for investigation. The sample was evaluated by microscopic examination and the indicated failure mode for 'damage leading to inability to operate device' with the incident lot was not observed as all product specifications were met. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter the tube was unable to be filled completely. The following information was provided by the initial reporter and translated to english. The customer stated: "there was a problem of aspiration with the holder system / blue connector on the dialysis catheter. Blood aspiration did not occur. After changing the tube holder, the aspiration still did not happen. Once the adapter was changed, the aspiration was complete.